Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of wear along the lead body. In particular between 9 cm and 14 cm distal to the is-1 connector pin the insulation was found rubbed through. This damage can be considered to be the root cause of the clinical observation. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of interaction with another implantable device such as the generator housing or a nearby lead. Furthermore cuts in the insulation were found 9 cm distal to the is-1 connector pin which most likely occurred during the explantation procedure. Blood penetrated the lead. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Manufacturer narrative:
(B)(4)

Event description:
This lead was explanted because of a lead fracture. Should additional information be received, this file will be updated.